Event description:
Clinical narrative: an impella cp device was inserted via the femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was unknown. During the course of treatment, an impella cp was implanted without immediate complications. During the planned removal of the device, a complication was identified: the inlet cage, including the pigtail, was found to be detached from the catheter system. As a result, standard removal of the impella cp was not possible. The detached components required separate interventional retrieval, which was successfully performed. The patient remained hemodynamically stable and was monitored in the intensive care unit. The patient survived to explant.

Manufacturer narrative:
Updated information: b1 selected serious injury, b2 selected other serious. B5 updated clinical narrative. D3 MFR fax number added.

Manufacturer narrative:
The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. During the course of treatment, an impella cp was implanted without immediate complications. During the planned removal of the device, a complication was identified: the inlet cage, including the pigtail, was found to be detached from the catheter system. As a result, standard removal of the impella cp was not possible. The detached components required separate interventional retrieval. Retrieval was successfully performed. The patient remained hemodynamically stable and is currently under intensive care monitoring in the intensive care unit.